Manufacturer narrative:
Although the device from the reported event was discarded at the hospital and no device evaluation will be possible, navilyst medical is conducting an on-going investigation into this incident. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, an 8f exodus drainage catheter had been implanted approximately week of (B)(6). On (B)(6), the patient came in for a routine exchange. During scout film at the beginning of the cath exchange the cath looked broken or cracked in 3 - 4 spots, the broken or cracked pieces were mostly inside the common bile duct and in the biliary tree. The m.d. Did note that the pig tail was cracked also. The physician tried to pull back on the string and hub at the same time to remove the cath but noted it started to separate. The physician then put a guidewire through the cath in an attempt to get through as many segments as possible. The "over the wire" removal technique proved ineffective as several pieces of the catheter were left behind. The physician then placed a 9fr peel-away sheath over the wire and put a snare through the sheath to remove most of the broken catheter segments. One large segment required an exchange up to a 10fr peel-away sheath. All segments were able to be removed. The exodus catheter was replaced with a 10f biliary drainage catheter. The total procedure time was just under an hour. Per the complaint reporter, the patient was not negatively affected by the procedure.